Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. Customer stated that insulin pump screen was frozen and insulin pump alarmed stuck button and button were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for an alleged insulin pump error 43, unresponsive keypad, frozen screen, insulin pump error 68 and insulin pump error 53 found on (B)(6) , 2021. Insulin pump successfully powered on. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current test, and test p-cap locks into the reservoir compartment. Insulin pump did not pass sleep current test due to moisture damage on electrical board 1. No unexpected alarms occurred during testing. Insulin pump was cut open to perform visual inspection and moisture damage on keypad assembly noted. Keypad assembly passed keypad voltage test, however, moisture damage noted on keypad flex connector. Force sensor zero offset is within specification ( 23.3 millivolt). Insulin pump downloaded to thus successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No insulin pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. Insulin pump error 43 was found in the history download on (B)(6) 2021 at 8:08, 8:09, and 8:24 due to moisture damage. Insulin pump error 68 was found in the history download on (B)(6) 2021 at 15:06 , 15:16 and 15:22, as well as a stuck key alarm on (B)(6) , 2021 at 17:08, 20:57, 21:07, 21:20 and 21:30 due to moisture on the keypad flex connector. The history download confirmed insulin pump error 53 due to software error found on sep 8, 2021 at 14:57. The formatted history file confirmed insulin pump error 53 alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis esf2610666. In summary customers alleged insulin pump error 43, insulin pump error 68, and insulin pump error 53 were confirmed by the insulin pump history download and due to moisture damage on electrical board 1(error 43 and 68) and a software anomaly(error 53). Insulin pump did not pass the self test due to moisture damage on electrical board 1. Frozen screen and stuck keypad were not confirmed. Insulin pump passed keypad voltage test as well as zero motor offset test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.